Event description:
It was reported that there was a device embolization. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The patient was given protamine and then became moderately hypotensive. The patient was brought to recovery where the hypotension persisted, so they were administered more protamine. At this time, the patient went into cardiac arrest required defibrillation and ten (10) minutes of CPR. A transthoracic echocardiogram (tte) revealed no pericardial effusion, or any other potential complications related to the watchman device or procedure. The patient finally recovered after administration of IV steroids. The physician felt that this event was likely an adverse reaction to protamine and declined to perform a subsequent transesophageal echo (tee) considering the situation and decided monitoring was the best course of action in regard to any potential dislodgement/complications from the resuscitation attempts. Five (5) days post procedure it was reported that the closure device had embolized out of the laa of the patient and was in the patient's iliac artery. No intervention has been performed, but the physician has a plan to explant the device out of the patient. The device embolization presumably occurred during or after cardiopulmonary resuscitation/defibrillation.